Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1. Patient identifier sid (B)(6).

Event description:
The customer observed falsely depressed architect tsh for one patient. The following results were provided (reference range 0.350-4.940 mui/l): (B)(6) 2025, sid (B)(6), initial tsh result= 0.0569 mui/l; (B)(6) 2025, historical result= 0.0483 mui/l; repeat result (roche)= 0.77 mui/l (reference range 0.27-4.20 mui/l); (B)(6) 2025, historical result (roche)= 0.88 mui/l; repeat result (siemens)= 0.70 mui/l (reference range 0.55-4.78 mui/l) there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer confirms the complaint issue and no additional issues were identified. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73531ud00. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. The overall performance of the architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 73531ud00 was identified.

Event description:
The customer observed falsely depressed architect tsh for one patient. The following results were provided (reference range 0.350-4.940 mui/l): on (B)(6) 2025, sid (B)(6), initial tsh result= 0.0569 mui/l; (B)(6) 2025, historical result= 0.0483 mui/l; repeat result (roche)= 0.77 mui/l (reference range 0.27-4.20 mui/l); (B)(6) 2025, historical result (roche)= 0.88 mui/l; repeat result (siemens)= 0.70 mui/l (reference range 0.55-4.78 mui/l) there was no impact to patient management reported.